Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to down arrow button presses. All other keypad buttons were responsive to user inputs. Evidence of moisture corrosion was observed under all key contacts. The keypad was found to be torn and lifted by the ok button.

Event description:
The pt contacted animas alleging that the pump was not responding to down arrow button presses. The reporter claimed that the button was no longer springing back, but was clicking as usual. The keypad was also reportedly peeling by the ok button. The pt denied that the device was exposed to moisture.